Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: lumbar spondylosis. Painful retained hardware lumbar spine. Possible pseudoarthrosis lumbar spine. For which, patient had following post-op diagnoses: lumbar spondylosis. Retained painful hardware, l5-s1. Pseudoarthrosis l5-s1. Per op-notes, the bmp-2 was placed in sheets between the sacral ala and abundant bone mass to the transverse processes and lateral facet of l4-l5. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent an l4-l5, l5-s1 posterolateral fusion surgery by placing rhbmp-2 directly into the patient's spine without the required cage. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.